Event description:
It was further reported that the event is a duplicate report and was capture in regulatory report 211735504 and 211812354.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during clinical check the implantable cardioverter defibrillator (ICD) was noted with device battery depletion during warranty time, and was reported as premature battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.